Manufacturer narrative:
Correction to event description of event and patient code: added that the patient experienced recurring incontinence.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The onset of the incontinence started within the last six months. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The new cuff was placed distal to the old cuff. It was added that the patient status is in recovery. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a hematoma, erosion, and infection the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp). It was stated that during this patient's original surgery, the patient developed a large hematoma which resulted in the infection and the device eroding out of the scrotum. It is noted that the patient was on blood thinners during his original surgery. The patient status was good following this surgery. Should additional information be received or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.